Event description:
Caller rec'd a blood glucose reading of 80mg/dl at around 4:00pm with their freestyle. Customer was ill (vomiting) and traveled to the hosp emergency room. A lab test was taken with a results of 425mg/dl obtained at 7:00pm. Customer was treated by IV then released. Customer had nothing to eat or drink between the original freestyle reading and the lab blood work. Customer indicated they might have tested a sample site that was wet. Testing upon fingertip.